Event description:
This lead was intended for pt implant in (B)(6). It was reported no stimulation could be generated following placement of the device. Intraoperative testing found high impedances measurements. Various troubleshooting techniques were undertaken in an effort to resolve this issue, but non were successful. A new lead was used to complete the procedure, and stimulation was achieved for the pt. It was reported this issue extended the surgical procedure by approximately one hour. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.